Manufacturer narrative:
The company representative replaced the motor control board ((B)(4)) and the power supply fuse ((B)(4)). The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the iabp was in use on a patient, there was saline spilled on the iabp. The monitor blacked out and the pump triggered a steady alarm. The customer took the pump off and decided that the patient was not responding to the balloon pump therapy so they did not attempt to replace the iabp. The patient later expired. The customer did not attribute the death of the patient to the product.